Event description:
Healthcare professional reported right rupture and side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported right rupture and side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated opening on radius, sharp broken on posterior (patch shell bond edge), missing shell and smooth broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A striated opening on radius assessed as surgical damage. A sharp broken on posterior (patch shell bond edge) assessed as an unidentified (tear) opening. A smooth broken on posterior assessed as smooth broken.